Event description:
It was reported that the device had a power on reset (por). The remote monitoring transmission showed that the diagnostics and updated software were cleared on the device, but no parameters had been changed. The device remains in use and will be interrogated to re-load the new software. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device experienced a critical ram parity error power on reset (por) on (B)(6) 2012 in location "29 dd". The device should be able to recover from the event and continue normal function.